Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that, during a bilateral breast reconstruction procedure, two mentor 550cc smooth round tissue expanders could not be entirely deflated in preparation for insertion. When the air was withdrawn and the syringe removed, air would seep back into the devices. This happened with two separate devices, before a third one was used to complete the procedure. There was no reported patient contact with the two devices that could not deflate. This medwatch report addresses one of the two reported complaint devices.

Manufacturer narrative:
Device evaluation summary: the device was received with blue fluid. Silver material was observed on the shell surface. During evaluation the device appeared intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation team was precluded from further evaluating the device. No anomalies were discovered. Complaint was not confirmed. Mentor performs 100% inspection and testing of all devices prior to release. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. Manufacturer¿s reference number: (B)(4).